Event description:
It has been reported that the bd¿ pen ndl 31g 5mm 90ct has been found with a loose outer cover during use. The following has been provided by the initial reporter: it was reported that the outer cover is loose, making it difficult to remove the needle from the pen after injection. That the outer cover is loose, making it difficult to remove the needle from the pen after injection. Verbatim: consumer reported that the outer cover is loose, making it difficult to remove the needle from the pen after injection. Consumer stated that he stuck his finger while trying to remove the needle from the pen and bleeding occurred, no medical attention sought. Lot # 8074601. Product # 320883. Exp 03-31-2023. Incident date unknown. Occurrence unknown.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ pen ndl 31g 5mm 90ct has been found with a loose outer cover during use. The following has been provided by the initial reporter: it was reported that the outer cover is loose, making it difficult to remove the needle from the pen after injection. That the outer cover is loose, making it difficult to remove the needle from the pen after injection. Verbatim: consumer reported that the outer cover is loose, making it difficult to remove the needle from the pen after injection. Consumer stated that he stuck his finger while trying to remove the needle from the pen and bleeding occurred, no medical attention sought. Lot # 8074601. Product # 320883. Exp 03-31-2023. Incident date: unknown. Occurrence: unknown.